Event description:
A reported issue involved a problem with filling insulin in the pump, where the device indicated insufficient insulin in the cartridge and prompted for additional filling after the tubing step. Blood glucose level impact was not reported, suggesting no adverse impact on the customer¿s levels. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.